Event description:
It was reported that the pacemaker had no pacing output, and the lead had no capture and low impedance. The pacemaker also experienced an elective replacement indicator and was removed and replaced. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and found to have normal battery depletion.